Event description:
Pt admitted to ed and catheter placed in left ac. Pt abdominal CT scan via liebel-flarsheim power injector (part #8000740), with omnipaque 300 at a rate of < or = 2cc per second. Upon entering the scanner room, clinician found blood coming out from under tegaderm dressing covering IV site. Uncovered site to find catheter detached from hub and suspected catheter still in pt's arm. Tourniquet applied with light pressure. Pt received angiography times two sites via interventional radiology to retrieve the catheter from left upper arm.